Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor passed per specification. Also performed bicarbonate buffer test and the sensor passed per specifications with accurate readings. The sensor had a bent cannula. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 314, blood glucose reading 129 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred. Advised sensor would be replaced.